Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited loss of capture. This rv lead was subsequently explanted and replaced to resolve the event. It is unknown if the lead will be returned for analysis. The patient was stable with no additional adverse effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited loss of capture which resulted in the patient exhibiting third degree heart block. This rv lead was subsequently explanted and replaced to resolve the event and the patient was stable. The rv lead was received for analysis.